Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion when the pacing lead was attempted to be reprogrammed for unknown reasons. The lead was explanted and replaced and a temporary pacemaker was required and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 383069 ,lot# serial# (B)(4), implanted: explanted: if information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.